Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle and the sealant remains in its manufactured position. The balloon from the returned device was inflated with water and pressure was maintained and the inflation indicator performed per specification. It was reported that the balloon was losing its pressure and contrast was coming out between the shuttle and the handle. The inflation indicator in the back of the handle is designed with a preventive measure against over-inflation. The plunger assembly is designed with a feature in an event excessive pressure is applied during inflation; fluid leaks out of the plunger to relieve the device from excessive pressure. The review of the lhr (lot f1326104) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or performed as intended per instructions for use (IFU).

Event description:
The aci distributor reported the following information: they put pressure on the balloon in the patient and before they pulled back the balloon was losing its pressure and contrast was coming out between the shuttle and the handle.